Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was difficult to get the summit size 6 broach seated onto the broach handle, there was no delay in the case and no pieces where broken. After the case and inspection, it was noticed that the post was slightly bent and very difficult to seat on the handle.